Event description:
It was reported that during an attempted implant following induction test, the device failed to convert the patient. Output circuitry damage was noted. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. Damage to the hv output circuitry and can is consistent with that caused by arcing between the hv conductor and ICD can.